Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture baker grade iii-IV.

Event description:
Patient reported left side "capsular contracture baker's grade iii-IV and suspicion of rupture diagnosed via ultrasound and magnetic resonance imaging (MRI). Device status is unknown.

Event description:
Device is not PMA approved.